Manufacturer narrative:
Report is for one (1) unknown screw. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a plate broke postoperatively. It was claimed by the health care professional that the plate is being returned, therefore indicating device explant. This complaint is for one (1) unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the following devices were received: 1 x 422.348 - liss plate distal femur te 13 holes / lot-number: 8988655; 1 x 413.340 locking screw ø5 self-tap l40 tan / lot-number: 9147984; 1 x unknown screw. Investigation: part 413.340, the thread flanks at the screw head as well as at the shaft are damaged. The breakage was found between the screw head and the threaded shaft. Unknown screw, there are white residues visible at the threaded shaft. Furthermore, signs of a drill bit used on the screw head were found. Part 422.348, the plate was found broken at the third distal hole at the shaft. The breakage point goes through the threaded hole. Furthermore, scratches and marks were also discovered all over on the surface. Because of the damage present, all the complaint relevant dimensions for the devices could not be checked for accuracy to the valid manufacturing specifications. The examination of all articles has shown that the raw-material testing certificates and the manufacturing papers have no deviations regarding material analysis, strength, and structural stability. The values were in compliance with specifications and international standards. The plate in question was produced in a quantity of (B)(4) pieces in may, 2014 and was distributed worldwide. The microscopic view of the broken surface does not show any anomalies of materials structure. Based on the available information, the exact root cause could not be determined. It is likely that the failure of the plate was due to a mechanical overload situation. The postoperative activities of the patient may certainly have played a contributory role of this occurrence. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the plate broke near a screw hole. Confirmation of two (2) broken screw heads was also received. This report is 2 of 3 for (B)(4).